Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional info become available, a supplemental report will be sent. Ref: # (B)(4).

Event description:
Report received from (B)(6) stating that the device had "hose damage". The device was being used during surgery. No pt or user injuries were reported. It is unknown if delay or medical intervention occurred. There was no additional info provided.